Event description:
As reported, in 2003, the pt underwent endovascular repair of an abdominal aortic aneurysm using gore excluder bifurcated endoprostheses. Follow-up CT scan showed a possible distal type I endoleak due to a left common iliac artery aneurysm. The following month, the left internal iliac artery was coiled and an additional contralateral leg component was used to extend. The pt tolerated the procedure. The pt expired in 2006. The cause of death is unk. No additional info is available.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Also implanted in the pt was contralateral leg component.